Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to the hospital for symptoms consistent with baclofen withdrawal and uti; the pt was being treated for both. The pump was interrogated; there were no alarms. The pump had been filled the previous week, so the physician suspected there could have been a problem with the refill. The physician emptied and refilled the pump; he found the volume to be accurate. The pump was refilled with new drug. The next day, pt's tremors or spasms that people were seeing had resolved; the pt was stable. She was to be worked up for a suspected uti. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.